Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 4,000 mcg/ml baclofen at a dose of 363 mcg/day and 175 mcg/ml fentanyl at a dose of 15.88 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that on (B)(6) 2017 the patient experienced increased spasticity and the expected volume was different from the actual volume at refills. There were no known environmental/external/patient factors that may have contributed to the event. The catheter was tested and found to be intact. The pump was replaced on (B)(6) 2018. The issue was resolved at the time of this report and the patient's status was "alive - no injury". No further complications were expected or anticipated. The rep was in possession of the explanted pump and would be returning it to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned, and analysis found miscellaneous overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.